Manufacturer narrative:
Product ID 3387s-40, lot# v451316, implanted: (B)(6) 2010, product type: lead. Product ID 3387s-40, lot# v422336, implanted: (B)(6) 2010, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and a return of tremor symptoms following a battery replacement surgery. It was also reported that no anomalies were mentioned in the intraoperative report from when the battery was replaced and there were no reported accidents or incidents related to the complaint. The patient's tremor symptoms occurred in her right arm. It was noted the patient met with a manufacturer representative after the replacement surgery to have their device programmed on (B)(6) 2013. The patient had turned their stimulation up to 4.1 volts post-operatively because "her tremor was not good". It was stated the representative thought the patient was presenting symptoms of overstimulation so the patient's device was turned back down to 3.7 volts. When the patient went home, she felt "it was still not good enough" and "it was worse", so the patient turned the stimulation back up to 4.0 volts. The patient's right side tremor reportedly had not been able to be controlled as well as it was controlled before the replacement surgery, even though the patient was at higher settings. It was also reported there was an open circuit at contact 3 and impedances on electrode 3 and related pairs were greater than 40,000 ohms, but electrode 3 was not used in the patient's programming. The healthcare provider attempted measuring the impedances again with strain on the system by having the patient turn their head, but no changes were observed. The patient had no change in stimulation sensation when palpating was attempted and when the left ventralis intermedius (vim) stimulation was turned down to 0.0 volts. The healthcare provider attempted increasing the patient's left stimulation above 4.0 volts and the patient had left sided symptoms and experienced a funny tightening feeling in their head, like they were wearing a headband. The healthcare provider stated they were concerned the leads had been switched, but when she turned down the right vim stimulation a noticeable difference in the left side tremor was shown, so the leads appeared to be labeled correctly. It also was stated the patient got significant side effects when using monopolar stimulation, so that could not be used as a solution. The healthcare provider stated they would discuss the possibility of a fluid short with the patient's neurosurgeon and have the neurosurgeon assess the patient's possible need for a surgical revision. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had therapy problems after implant. After the patient's last replacement, her response was much worse. The patient was seen in (B)(6) 2013 and given interleaved settings, which helped and she had stayed on since. The reporter reprogrammed the patient and this resolved the issue. The patient was doing well. It was noted that the patient would need a replacement soon, likely before she even came up on one and a half years. However, the battery depletion appeared normal based on a longevity calculation.